Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient is scheduled to have vns reimplant.

Event description:
The patient's family is not interested in pursuing reimplant surgery for the patient.

Event description:
It was reported that the patient had vns generator explant surgery on (B)(6) 2014 due to an infection at the chest site. There was redness and puss at the site, and they had tried antibiotics prior to explanting the device. The leads were not explanted. The explanted generator was returned for analysis. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
Reimplant surgery has not occurred to date.